Manufacturer narrative:
(B) (4). (B) (4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent an anterior pelvic floor repair procedure, sling procedure and an excision of a labial skin tag on (B) (6) 2009 and suture was used. The balloon was removed on (B) (6) 2009. Post-operatively on (B) (6) 2009, the patient presented with tenderness at the anterior vaginal wall with visible suture in the anterior cervix. On (B) (6) 2009, the suture was explanted and the event was reported as resolved.